Event description:
Edwards received information that this (B)(6) pregnant female ((B)(6)) had a transcatheter valve implanted into her surgical valve after an implant duration of three (3) years, six (6) months. The reason for re-operation was due to severe aortic stenosis. An echo was unable to determine if the stenosis was due to calcification, inflammation, or both. However, according to the physician, multiple pregnancies may be a contributing factor to the increased calcification. A 23mm transcatheter valve was successfully implanted with no reported complications for the patient.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.